Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "guide step is done and then the dilator is used, the dilator passes with difficulty and the tip open, which makes difficult the passage". The customer additionally reports that the tip of the dilator lost form.

Event description:
The customer reports: "guide step is done and then the dilator is used, the dilator passes with difficulty and the tip open, which makes difficult the passage". The customer additionally reports that the tip of the dilator lost form.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.